Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) presented atrial fibrillation (af) episodes when p-waves are clearly visible due to a diagnostic anomaly. No intervention was reported and the patient was stable.